Manufacturer narrative:
(B)(6) this device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that while performing a suction of the top part of the cuff, a portex® blue line ultra® suctionaid tracheostomy tube was found to have an air leak. The tracheostomy tube was removed and replaced with a new device. No permanent injury was reported.

Manufacturer narrative:
One used tracheostomy tube was returned for analysis without its original packaging. Visual analysis found that the tube appeared to be in good condition. Functional testing of the sample included inflation testing. The cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage. Leakage was observed coming out from the seal of the cuff. Based on the evidence, the complaint was confirmed. The root cause was unable to be conclusively determined.